Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited loss of capture and high pacing impedance. Programming changes were made. The patient was in stable condition.